Event description:
Reportable based on analysis approved on (B)(4) 2014. It was reported that crossing difficulties were encountered. The target lesion being treated was located in the renal artery. A 6.0mmx18mmx150cm express¿ vascular sd stent failed to cross the lesion. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patients status was stable. However, returned device analysis revealed a stent moved on balloon.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the balloon was tightly folded with the stent moved distal of the proximal markerband. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the stent movement or the reported difficulty crossing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).